Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 11 jan 2024, should be retracted.

Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.